Event description:
The clinic reported that a patient being treated for lasik vision correction presented at the three month post-op examination with an over correction of one diopter in the left eye. Additional patient details have been requested; however, these have not been provided. It is not known if the patient lost any best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). The system was examined by an amo authorized field service technician and no issues were found which relate to the incident. Minor alignments were performed at the time of the service. The system met the device specifications.